Event description:
The health care provider (hcp) reported that the patient's last appointment with their office had been in (B)(6). They were unaware of any pump alarm. The patient had an outstanding balance and had not come back.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine, dose and concentration not reported, via an implantable pump. The indication for use was spinal pain. The patient¿s pump was alarming. The patient and the healthcare provider had not seen ¿eye to eye¿ and refused to refill the patient¿s pump. Per the patient it was over a ¿ money issue.¿ the patient did have insurance. The refill was due in (B)(6) 2015. The non-critical alarm stared at the end of (B)(6) 2015. On (B)(6) 2015, the critical alarm started. The patient wanted the alarm turned off. There were no reported symptoms. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.